Manufacturer narrative:
(B)(4). The incident generator is currently not available for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Covidien received a report from anvisa (regulatory agency of (B)(6)), saying that a pediatric pt had a serious adverse event. Follow-up with the site found that the pt had a serious burn to the right leg and after several days it was necessary to amputate the leg. The force2 was in use in the procedure when the burn occurred. A conmed neonatal single use pt return electrode (pad), without the rem system was used. The pad was a reused one and did not adhere, so the physician rolled the pad around the superior part of the right sura (leg). The burn occurred where the pad was located. The burn was noticed at the end of the procedure and the plastic surgeon was contacted to treat the lesion. It was later decided it was necessary to remove part of the leg near the knee.